Event description:
A malfunction alarm occurred with no notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump as it could not be reset. The customer was informed about the replacement and proceeded to use the replacement pump to ensure continuous insulin delivery.